Event description:
It was reported that during surgery the correct bone tunnel preparation was completed before insertion of the anchor, unfortunately upon insertion the anchor broke and had to replaced. No patient injury was reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. No further investigation is required.